Event description:
According to the report, "during a cardiac arrest resuscitation, monitor suddenly went blank." The pt was not resuscitated. Further details regarding the alleged event were not reported.